Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative check in the clinic, the right ventricular (rv) lead was found to have a high and unstable threshold values. A revision procedure was performed to reposition the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.